Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024, it was reported that the patient faced infusion set crimped cannula within 3 or more hours of insertion. Site of insertion was abdomen. Patient's blood glucose at the time of issue was 313 mg/dl. Patient replaced infusion sets and resumed insulin successfully. No further information available.